Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, racked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker, and missing o-ring reservoir tube.

Event description:
Customer called to report damage to the insulin pump. Customer stated that there is damage to the reservoir compartment. Customer's blood glucose reading was 70 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.